Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted for in a patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. It was reported that the patient had a tight distal aorta which was ballooned with a reliant and dilated at the time of the procedure. The physician was closing the cut down incisions and the patient's pressure dropped. The physician did another angiogram run and discovered a type ii endoleak. The physician then did an open abdominal incision exploration and stated that the tight area ruptured. When the physician tried to close the hole the aorta fell apart and would not hold together. The stent graft had to be removed and the patient had an open repair. The physician stated that the cause of the event was due to anatomy; small aortic bifurcation; in addition, the cause for the rupture was ballooning the stent graft in the tight distal aorta. No additional clinical sequelae were reported and the patient is fine.